Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was experiencing "different" lockout times. The patient stated that they were "supposed" to get 15 boluses in a 24-hour period with a lockout time of 1 hour, but they were sometimes locked out for "3 hours or 6 hours" at a time. The agent walked the patient through connecting to the pump. The patient was able to successfully connect see their therapy details which are as follows: bolus duration: 2 min lockout duration: 1 hour bolus restriction window: 12/24 hours bolus's per day: 12. The patient also mentioned getting a service code 156 while on call. The patient seen service code 156 "a few times." The patient restarted the application and was able to connect after receiving not found because the communicator had turned off. The patient also stated that they saw a message stating that the application was not responding close or wait. The agent had patient close application and restart. The patient mentioned they have been having connection issues with the controller. The patient confirmed that the airplane mode was on. The agent had the patient turn airplane mode off and restart the handset. The patient then connected to the personal therapy manager (ptm) after initially receiving no pump response and a momentary pause at 91 percent and deliver bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient will monitor and call back if issue persists.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.